Event description:
It was reported to boston scientific corporation on feb 23, 2009, that an ultraflex covered ng esophageal stent was used during a stent implantation procedure performed in 2009. According to the complainant, during deployment of the ultraflex stent. The physician indicated that the first few suture knots required more force than usual to unravel. The remainder of the knots seemed to release normally during deployment. After 24 hours, the physician checked the position of the stent fluoroscopically. The x-ray showed that the stent was not fully deployed at the stricture. The stent was fully expanded at the proximal and distal sections of the stent, however, the covered portion of the stent did not expand. The ultraflex stent was removed from the pt and another ultraflex covered ng esophageal stent was successfully deployed to complete the procedure. There were no pt complications reported a result of this event. The pt's condition at the conclusion of the produce was reported to be "stable."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.